Event description:
It was reported to boston scientific corporation in 2007, that a wallstent biliary stent w/unistep plus was placed during an endoscopic retrograde cholangiopancreatography (ercp) procedure the day prior (patient age, gender and weight unkown). According to the complainant, "...after the stent was deployed and in the patient, the end looked like it had unraveled." The procedure was completed with this device. The patients condition was reported to be "fine".

Manufacturer narrative:
No consequences or impact to patient. Unravel. According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted. Product unavailable for analysis.